Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation. Procedure was completed with another of the same device. No patient complications were reported.